Manufacturer narrative:
Citation: kadoya y, zen k, tamaki n, ito n, kuwabara k, yamano m, yamano t, nakamura t, matsushima s, oka k, numata s, yaku h, matoba s. Early effects of transcatheter aortic valve replacement on cardiac sympathetic nervous function assessed by 123i-metaiodobenzylguanidine scintigraphy in patients with severe aortic valve stenosis. Eur j nucl med mol imaging. 2020 jul;47(7):1657-1667. Doi: 10.1007/s00259-019-04523-0. Epub 2019 sep 9. Pmid: (B)(4). Earliest date of publish used for event date. Medtronic products referenced: corevalve (PMA p130021, product code npt), evolutr (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the early effects of transcatheter aortic valve replacement (tavr) on cardiac sympathetic nervous function. All data were collected from a single-center prospective observational study between july 2017 and february 2019. All patients who were implanted with a tavr during this timeframe (143) were considered for the study however only 67 were selected. Patients were implanted with a medtronic corevalve/evolutr or a non-medtronic balloon expandable tavr (no serial numbers provided). No adverse events were reported from the enrolled patients. However, patients were excluded from the study due to aortic regurgitation, complete heart block (chb), left ventricle perforation, aortic dissection, cardiac tamponade and infection. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.